Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported through the implant patient registry (ipr), the 26mm sapien xt valve was explanted 27 months after implantation in the native aortic valve. A 25mm magna valve was implanted. Additional information is not available at this time.

Manufacturer narrative:
Relevant tests/lab data, other relevant history, explant date, event problem codes and evaluation codes were updated based on the additional information was received through the medical records (tavr operative report, echocardiogram reports, explant procedure operative report and follow up visit post avr note) provided by the facility. Twenty-seven (27) months after the implantation of the xt valve, the patient presented with increasing shortness of breath and congestive heart failure and 2/6 systolic/diastolic heart murmur. The initial radiographic and laboratory data revealed severe bioprosthetic aortic insufficiency (ai) and the patient was admitted for a redo avr procedure. Per the explant intra-procedural tee report ¿aortic valve: mild aortic valve stenosis. Severe aortic valve regurgitation (one small perivalvular leak and a larger, central eccentric jet directed towards the anterior mitral leaflet).¿ the xt valve was explanted and replaced with a 25 mm magna valve. The surgeon mention on the operative report that ¿examination revealed a torn right coronary leaflet on the tavr valve and degenerative changes. The tavr valve was then distorted with 2 clamps and it was carefully removed. There was quite a bit of pannus in the inferior portion of the valve that was carefully debrided.¿ the patient tolerated the procedure well, and per the instructions for use, valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration (svd), including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Torn leaflet of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and degeneration. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, the cause of the reported worsening central leak and valve leaflet torn cannot be determined. However, this could be due to early calcification of the leaflets, host tissue overgrowth or svd. The surgeon reported that ¿there was quite a bit of pannus in the inferior portion of the valve¿, which could have contributed to this event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.